Event description:
It was reported that the insulin pump experienced an off no power anomaly without a preceding low battery warning, as well as a vibrator anomaly. The customer did not know the blood glucose reading. The customer stated that he hooked back up to the insulin pump after a shower and observed that the screen was blank. He stated that the insulin pump started counting, then shut off. He replaced the battery and advised that the device was working. He reported that this was the second occurrence of an off no power anomaly without a low battery warning. The customer's mother later reported that the insulin pump began making noises, shut off, and began vibrating weirdly. The insulin pump was not available for troubleshooting, as the customer was not with the insulin pump. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected off no power alarm was noted. The pump was monitored and had no blank display noted. The vibration functioned properly. The pump passed the self test. However, the pump was received with the vibrator rattling during the self test due to vibrator adhesive not adhering. The pump had minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.